Manufacturer narrative:
Unit received with no (act and escape) button response due to flattened button dome switch (no crease). The keypad connector on j2/lcd is locked properly during visual inspection. Unable to verify calibration error alert, change sensor alert and perform all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test due to no button response.

Event description:
The customer reported via phone call that the insulin pump had sensor error. The customer's blood glucose value was 279 mg/dl. Customer received a change sensor alert after a calibration error. The customer declined troubleshooting for high blood glucose value. The insulin pump will be returned for analysis.